Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing failed due to cracks and disintegration at the connection site to the patient. There was no patient harm reported.

Manufacturer narrative:
Correction on initial report: this file was created in error. Please disregard the initial file.